Event description:
A disposable falope-ring band applicator was passed to the physician, which was to be the first band placed for laparoscopic tubal ligation. Placement was incomplete when physician stated that the device did not "deploy" appropriately and the tube got "cut." A second disposable falope ring band kit (different style kit and lot. # but same style applicator) was obtained with the same result when physician attempted deploying. The physician then stated that he would complete the procedure the "old fashion way!" Both disposable falope-ring band applicator kits were given to purchasing to return to acmi.